Event description:
International affiliate reports that approximately six months ago; the surgeon penetrated the implanted valve's prechamber 7-8 times. A few days later, a capsule filled with cerebrospinal fluid developed around the prechamber portion of the device. A second surgery was performed to remove the valve's prechamber and the valve and ventricular catheter were then joined with a straight connector. The surgeon believes there is a problem with the prechamber.